Event description:
Twelve hours after catheter insertion, the clamping of the catheter tubing with the in-line clamp resulted in occlusion and no flows after several attempts of "squeezing the area from one after another directions".